Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was not returned. Cs stated that the cause of the catheter migration was unknown. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Representative reported that a catheter was replaced due to a catheter migration resulting in csf leak. The patient reported that they felt as though they weren't getting medication from their pump starting at their implant. During the revision surgery, the physician noted that the catheter had migrated and there was csf leakage. Revision was completed with new catheter segment implanted into the spine and then connected to part of the original catheter. The patient was given a bolus of prialt in the recovery room post procedure and stated that they were getting great pain relief. There was no damage to the catheter reported and the device was not returned.